Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a high range and so had to charge a lot. It took the patient longer to charge their implant because they moved around a lot, however their caretakers also think the ins does not hold a charge as long, and that this has been happening for about two months. The caller also reported the patient had been falling for years, and that this may be related to the charging issue. The caller reported further symptoms, indicating the patient's balance, speech, and rigidity were problems. The caller indicated the therapy helps the patient a lot with their falls. No further complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.